Event description:
The pt alleged she was mixing granuflo when the solution splashed into her eye. She was seen by the physician on the same day for eye irritation and treated (with eye drops). No other visits or treatment was provided and she was released from care.

Manufacturer narrative:
Based on the info provided, no definitive conclusion can be drawn. Currently, medical records have not been provided. Product identifiers are unk, therefore, a mfg review cannot be performed. A supplemental report will be submitted if add'l info becomes available.